Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with displayable history check failed on startup alarms. Displayable history check failed on startup alarms due to a corrupted history file. No unexpected heating up of battery, battery tube or electronic assembly was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic assembly was noted. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported crack near the insulin pump screen and it had a motor error alarm . The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.